Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, a foreign material which appears to be stain was found inside the the duodenovideoscope light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the foreign material observed in the light guide lens was a stain, but it could not be identified. Since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. Therefore, the probable cause of the malfunction would likely be that the lightguide lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lightguide lens and caused corrosion. Detection methods are written in instructions for use: tjf-q180v operation manual: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.